Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist stated that the customer had been using an incorrect medication identification number (med ID), which led to issues with order processing. Local information technology (it) team had previously informed the customer about a change in the med ID. After the correction was made, the orders began crossing successfully. The system functioned as intended after the customer it team troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple orders not crossing to es server. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple orders not crossing to es server. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.